Event description:
It was reported that this brady lead was not successfully implanted due to a product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information received indicates that the lead did not cause any patient complications. The lead was placed in the deep septum in an attempt at left bundle branch pacing (lbbp). The physician was not happy with the placement and attempted to retract the helix with difficulty. Additionally, the lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria due to helix with difficulty.

Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information received indicates that the lead did not cause any patient complications. The lead was placed in the deep septum in an attempt at left bundle branch pacing (lbbp). The physician was not happy with the placement and attempted to retract the helix with difficulty. Additionally, the lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was conducted. Testing was performed to assess the lead electrical performance and the measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The field report of helix difficulty, along with the observation of a deformed helix tip that inhibited extension and retraction, is a known risk associated with active fixation leads. Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria due to helix with difficulty.

Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information received indicates that the lead did not cause any patient complications. The lead was placed in the deep septum in an attempt at left bundle branch pacing (lbbp). The physician was not happy with the placement and attempted to retract the helix with difficulty. The lead was retuned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported.